Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an infusion occlusion after inserting an infusion set with the blue needle guard left in place, which impeded insulin flow and resulted in elevated glucose, with the highest continuous glucose monitor (cgm) reading of 267, while using an ilet system with a g7 cgm and an inset placed on the abdomen. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education, followed by successful resumption of insulin delivery without emergency care or hospitalization. Investigation included customer counseling and guided troubleshooting to replace and prime the infusion set and tubing. Investigation of this case revealed user setup error with an incorrectly deployed infusion set due to the needle guard remaining in place, which caused the occlusion and interruption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion and preparation.